Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with hyperglycemia while wearing the pod for less than an hour. Symptoms reported include stomach issues, pain, vomiting and fainting. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient was placed on an intravenous therapy of fluids and pain management including morphine and dilaudid. The patient was released a couple of days later.